Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis with wear and tear damaged front cover, line cord and pole clamp, faulty printed circuit board (pcb) with dark lcd and a cracked water tank cover. During analysis, the reported event was able to be duplicated. It was noted that cracked tank cover was the cause of the reported issue. Service replaced the tank cover to correct the reported event. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was unknown.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system leaked at the bottom of reservoir gasket. No patient was involved in this event. No adverse effects were reported.